Event description:
Additional information: per medical records received the operative reports stated the patient had critical aortic stenosis with a mean gradient of high 50¿smmhg and a peak velocity above 5. The patient had elevated gradients and patient prosthetic mismatch with a smaller transcatheter valve inside the small non-ew valve. The patient had the following surgical procedures: re-do sternotomy with lysis of mediastinal adhesions, removal of prior non-ew surgical valve and 20mm ew s3 (viv), re-do aortic valve replacement with ew surgical valve, aortic endarterectomy (aortic root and ascending aorta). Patient¿s deposition post procedure was to the surgical ICU in guarded condition.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention.  Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation.  Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr).  In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the increase in gradient across the sapien 3 valve was determined to be due to patient prosthetic mismatch with a smaller transcatheter valve inside the small non-ew valve.   The 20mm s3 was explanted and a 21mm surgical was implanted.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI (B)(4). Thv/tvt registry. Multiple unsuccessful attempts were made to gather additional information regarding the reason for the sapien 3 valve explant approximately 3 years and 5 months post implant. Patient medical records and procedure op notes (implant and explant) were not provided by the hospital for review. In this case, the valve is not available for evaluation; however, there was no indication or allegation that a product deficiency contributed to the event.  The reason for explanting the valve approximately 3 years and 5 months post tavr is not available at this time. There is insufficient information to determine if the event was related to a device malfunction. The reason for the valve explant cannot be confirmed. It is possible that the patient factors and co-morbidities may have contributed to the valve explant.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through edwards patient registry department, approximately 3 years and 5 months post implantation a 20mm sapien 3 valve, in the aortic position via transfemoral approach with a 20mm commander delivery system and 14f esheath, the valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.